Manufacturer narrative:
The reported ble malfunction was confirmed. Based on the information received the ble was disabled due to a software anomaly.

Event description:
New information indicates that programming changes were performed to resolve the issue. The patient condition was stable. Ble malfunction field action issued by abbott on (B)(6) 2022.

Event description:
It was reported that the patient presented in clinic for follow up. Bluetooth telemetry was unable to be performed. Inductive telemetry was performed and the patient name and serial number had been wiped from the device. No changes or intervention was performed. There were no patient consequences.